Event description:
The customer reported that the sys exhibited an error. Further info from the customer determined that the error resulted in the sys locking up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys boards and connectors were reseated and the sys was placed under observation. The sys was tested and found to be working as intended and put back into svc.